Event description:
The hospital reported that during the saphenous vein harvesting procedure, the balloon popped on three short ports. A replacement unit was used to complete the procedure. The hosptial did not report any patinet complications.